Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.